Event description:
Customer stated locked/image on screen went dark. The ffb pcba re-set in the middle of a case. The collimator closed down, and the system freezes.

Manufacturer narrative:
Gehc surgery field service engineer replaced the fluoro functions pcba and reload cal files, after the +5v was checked via an extender on the ffb pcba. The touchscreen was calibrated and the system was then checked for errors. The system is in good working order.